Manufacturer narrative:
As of today, the lead is not available for analysis. No conclusions regarding the clinical observation can be drawn for the time being. The investigation will continue as soon as new information becomes available.

Event description:
Ous MDR - after an implantation time of 45 months, it was reported that the patient suffered several shocks during a bicycle tour and then was admitted to the hospital. There the device was deactivated. For the explant of the system, the patient was moved to a different clinic where the lead was explanted and replaced with a new lead. The lead was not returned for analysis. Aside from the shocks, no deterioration of the patients state of health was reported.